Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator popped and was not functioning. A boston scientific company representative discussed with the patient and advised to replace the communicator and communicator cellular adapter. No adverse patient effects were reported. The communicator was no longer in service.